Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823114) was returned for evaluation. Device history record (DHR) - the product code 82-3114 with lot 7250352, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 40 mmh2o. The valve was visually inspected; the valve was inclined inside of the silicon casing. The valve failed the test for programming, occlusion, and reflux. The valve was leak tested and passed. The pressure test could not be performed as the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification; biological debris was found on the ruby ball, motor and on the seat of the ruby ball. Root cause analysis - the root cause for the programming and occlusion issues are due to biological debris and protein build up interfering with the valve. The possible root cause for the valve returned to the inside of the silicon is due to a too great pressure at the moment of the injection of liquid (from the biological debris), which inflated the silicon, and the valve turned.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823114) implanted on (B)(6) 2024 stopped draining. Therefore the valve was explanted and replaced on (B)(6) 2024. The patient is stable.